Event description:
It was reported that the bd ultra-fine¿ 1/2ml insulin syringe plastic piece was found in the barrel. The following information was provided by the initial reporter: the customer reported that a plastic piece was found in the barrel.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. A device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary: customer returned a single 0.5ml syringe. The syringe barrel features a piece of loose, hard, and translucent material. Due to the batch being unknown, no DHR review can be completed. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of fm in the syringe barrel. A definitive root cause cannot be determined.

Event description:
It was reported that the bd ultra-fine¿ 1/2ml insulin syringe plastic piece was found in the barrel. The following information was provided by the initial reporter: the customer reported that a plastic piece was found in the barrel.